Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the implant/ I had a missing coil/ expulsion of essure device') and pregnancy with contraceptive device ('pregnancy (termination)') in a 32-year-old female patient who had essure (batch no. 788125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, acne, depression, apnea and menses irregular. Concomitant products included celecoxib (celexa), cyanocobalamin;docosahexaenoic acid;eicosapentaenoic acid;folic acid;omega-3 fatty acids;pyridoxine hydrochloride (animi-3) and tetracycline hydrochloride (tetracycline hcl). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraine"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, headache ("headaches"), depression ("depression"), alopecia ("hair loss"), hypersensitivity ("allergic reactions") and abdominal pain ("abdominal pain") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, the last episode of weight increased, depression, alopecia, hypersensitivity, migraine and abdominal pain outcome was unknown and the headache, dysmenorrhoea and fatigue was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, depression, device expulsion, dysmenorrhoea, fatigue, headache, hypersensitivity, migraine, pregnancy with contraceptive device, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: left-sided essure device is not identified anywhere within the abdomen or pelvis. Ultrasound scan vagina - on (B)(6) 2012: single live intrauterine pregnancy with an estimated gestational age of 6 weeks 1 day. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Lot number was added. New events, "pregnancy (termination), device ineffective, migraine, dysmenorrhea (cramping), abdominal pain, fatigue, weight gain / loss specify which one: weight gain, " were added. Outcome of events, "cramping, fatigue, headache, weight gain" were changed to "recovering/resolving". New reporter contact information was added. Patient's information was added. Patient's demographics were added. Lab data was added. Concomitant medications were added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy (termination)') in a 33-year-old female patient who had essure (batch no. 788125) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 1, acne, depression, apnea, menses irregular and migraine headache. Concomitant products included levonorgestrel (mirena) since 2012 for female sterilization as well as celecoxib (celexa), cyanocobalamin;docosahexaenoic acid;eicosapentaenoic acid;folic acid;omega-3 fatty acids;pyridoxine hydrochloride (animi-3) and tetracycline hydrochloride (tetracycline hcl). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migrain\migraine/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("pain: slight cramping") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In june 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device expulsion ("migration of the implant/ I had a missing coil/ expulsion of essure device/when I got pregnant I was told this and it was passed with the termination pergnancy"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), depression ("depression"), alopecia ("hair loss"), hypersensitivity ("allergic reactions"), abdominal pain ("abdominal pain") and emotional distress ("emotional upset"). The patient was treated with surgery (bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, device expulsion, depression, alopecia, hypersensitivity, abdominal pain and emotional distress outcome was unknown and the migraine, headache, dysmenorrhoea, fatigue, weight increased and abdominal pain lower was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, device expulsion, dysmenorrhoea, emotional distress, fatigue, headache, hypersensitivity, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: current weight: 167 lbs. Plaintiff claimed expulsion of essure device with termination of pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Hysterosalpingogram - in march 2011: total bilateral occlusion; on (B)(6) 2011: left-sided essure device is not identified anywhere within the abdomen or pelvis. Pregnancy test - on (B)(6) 2012: positive. Ultrasound scan vagina - on (B)(6) 2012: single live intrauterine pregnancy with an estimated gestational age of 6 weeks 1 day. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events" pain: slight cramping, emotional upset" were added. Event "pain: slight cramping" outcome was updated to recovering. Concomitant medication was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, weight increased ("weight gain"), headache ("headaches"), depression ("depression"), alopecia ("hair loss") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, weight increased, headache, depression, alopecia and hypersensitivity outcome was unknown. The reporter considered alopecia, depression, device dislocation, headache, hypersensitivity and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.